Event description:
The patient's therapy stopped march 16th. The device was unable to be programmed. No one has assisted the patient since the device stopped working. Additional information has been requested.

Manufacturer narrative:
Lead model 3093-28, lot# v104841, implanted: 2008 (B)(6), explanted: programmer model 3037. Serial# (B)(4). (B)(4).